Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-01336. It was reported that post a stenting treatment procedure, stent thrombosis occurred and the patient experienced a myocardial infarction (mi). The patient presented due to stable angina. The first 75% stenosed and 8mm long target lesion was located in the mid left anterior descending artery (lad) with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement of a 2.5x20mm ion stent, resulting in 0% residual stenosis. The second 85% stenosed and 8mm long target lesion was located in the distal left circumflex (lcx) artery with a reference vessel diameter of 3mm. The second target lesion was treated with pre-dilation and placement of a 3.0x16mm ion stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. Two days after the index procedure, the patient presented with chest pain. An electrocardiogram revealed anterolateral st elevation mi. Ischemic symptoms were noted and the cardiac enzymes were elevated. Coronary angiography revealed stent thrombosis and 100% occlusion of the previously placed stent in the mid lad, which was treated with balloon angioplasty and placement of a 2.75x28mm non-bsc stent, resulting in 0% residual stenosis. Stent thrombosis of the previously deployed stent in the lcx with a 75% occlusion was also observed and treated with balloon angioplasty and placement of a 2.75x12mm non-bsc stent, resulting in 0% residual stenosis. The 70% stenosed proximal lad was treated with balloon angioplasty and placement of a 2.75x15mm non-bsc stent, resulting in 0% residual stenosis. This event was considered resolved the following day and the patient was discharged five days later.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).